Event description:
It was reported to datascope that a pt admitted to user facility for an intervention had undergone a diagnostic catheterization procedure approximately one month ago at hosp, at that time the pt had a vasoseal es deployed in the right groin. The pt was complaining of pain in the right leg and had decreased pulses on the right. Access was gained on the left side and an angiogram was performed on the right femoral artery where a high grade of stenosis was observed. The physician planned to perform a angiojet procedure on the right femoral artery. No further details were available.